Event description:
It was reported a patient underwent an removal of internal bone fixation device procedure on an unknown date and topical skin adhesive was used. The patient developed an allergic reaction of itching and redness about five days after the operation, and there were some blisters outside the wound the physician advised the patient to remove the mesh and managed the case according to the allergy sop, prescribing oral medication and giving an allergy injection. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information provided dermabond prineo 22cm msh adhesive (clr222us) : unknown dermabond prineo 22cm msh adhesive (clr222us) : lot number/lot number: 10672s list of other j&j products (non-customer complaint products) used in the case surgery. Has there been a patient or user injury report? Yes does the patient/user require any medical or surgical intervention due to the incident? Yes, description. Does the patient/user need an extended hospital stay due to the event? No what is the status/outcome of the patient/user after the incident? Please tear it off first and treat it according to the allergy sop, so that the patient can take medicine and get allergy injections are there any noticeable delays? If available, provide the product order number (po). Additional information provided hospital: [redacted] physician: [redacted] procedure: removal of internal fixation hardware batch number: 10672s specification/size: 22 cm first time patient used product? Yes operator: surgical assistant was the mesh applied with the wound dry? Yes timing of allergic reaction: follow-up visit description of allergic reaction and management: about five days after surgery the patient developed itching and redness, with some external blisters. The physician advised the patient to remove the mesh and managed the case according to the allergy sop, prescribing oral medication and giving an allergy injection. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Name of surgery? What was the procedure date? What date /day post op was the reaction noted? Was any surgical intervention performed? When was the prineo product removed from the patient? Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.